Event description:
User facility reported that four days post an uneventful novasure procedure, patient complained of severe abdominal pain. Patient was admitted for treatment of an infection and has been discharged. No additional information has been able to be obtained.

Manufacturer narrative:
The device involved in this event was not returned; therefore, an investigation was unable to be performed. Because the lot number was not provided, an investigation or review of the device history record for the device was not able to be performed. No further information could be obtained thus no conclusion can be drawn for this event.